Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed low fio2. It was reported that a patient was on the unit when the reported issue occurred and the patient began to desaturate. The ventilator was switched for another unit no significant patient harm or injury.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the gas delivery engine (gde). The reported issue was not duplicated in the failure analysis laboratory. Carefusion will track and trend this reported issue and internally investigate the situation.